Event description:
Patient reported the infusion device did not properly display a w2 battery low warning. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The insulin pump's electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) before e2 (battery empty) message was triggered. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.